Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness requiring hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic compromise and is consistent with the reported unconsciousness and need for IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information confirmed that the user had stopped making meal announcements prior to and during the event. The absence of meal announcements would be expected to reduce insulin delivery and is not sufficient to explain the reported hypoglycemia. No evidence of device malfunction or inappropriate insulin delivery was identified. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) level unknown, resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026, treated with oral glucose and IV fluids, and discharged on (B)(6) 2026. The user recovered and resumed ilet therapy.